Manufacturer narrative:
H3: product analysis # (B)(4):part # kpt1502, lot # 231799127. Visual inspection revealed the contrast has leaked onto the display from the back side where the cylinder connects to the pressure monitoring portion. The unit was not able to replicate the leak due to the dried contrast inside the cylinder and the tube line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty. It was reported that the device functioned normally during preparation (after negative pressure treatment), but the lcd screen (barometer) displayed an error inside the patient's body during balloon inflation, so the contrast agent leaked from the plastic part around the lcd screen, which was not supposed to leak. The ibt did not rupture, but while expanding (pressurizing) the balloon inside the patient's body, contrast medium leaked from the area around the ibt liquid crystal pressure monitor (plastic part) there were no patient symptoms reported. Malfunction occurred while expanding the balloon inside the patient's body, but the surgeon determined there was no problem and continued the procedure. There were no further complications reported regarding the event.